Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided x-rays were reviewed; however, the events related to the complaint are unclear. On the provided images only the right side appears to have an implant. The left side appears to be planning pre-op for a left sided procedure; therefore we can¿t make any conclusions from the left sided pre-op planning. Smith and nephew has not received the explanted devices and it is noted no additional information is available. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history did not reveal additional complaints for the listed device. Device specific batch information was not provided. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip reconstruction surgery had been performed in 2015, the patient experienced recurrent dislocation of the right hip. A revision surgery was performed on (B)(6) 2021 to address this adverse event: the oxinium fem hd 12/14 32mm +0 was removed with punch and mallet, and the r3 0 deg xlpe acet lnr 28mm x 52mm was removed from existing cup with r3 liner removal tool. The patient was given prophylactic antibiotics pre and post surgery. No specimens were taken for culture and sensitivity. The follow up condition of patient is unknown and not available.